Event description:
It was reported that this device system exhibited high out of range shock impedance measurements following implant. Rhythmcare then provided further troubleshooting options. This system remains in service. No adverse patient effects were reported.